Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter"), device deployment issue ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter") and complication of device insertion ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter") in a female patient who had essure (batch no. 704968) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter. This event, interpreted as device breakage and device deployment issue, is anticipated in the reference safety information for essure. In the present case the events occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter"), device deployment issue ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter") and complication of device insertion ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter") in a female patient who had essure (batch no. 704968) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.806 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(4) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(4) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter"), device deployment issue ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter") and complication of device insertion ("just when the insert was being released and the catheter withdrawn, the insert broke cleanly off, preventing withdrawal of the catheter") in a female patient who had essure (batch no. 704968) inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-jun-2017: the reporter did not respond to final follow-up attempt. No further information expected. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.